Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: there were no pump reboot events observed in the device's black box. The battery compartment was cracked form the threads to the bumper pad and from the bumper pad to the cover. The battery cap was not returned with the pump so a test cap was used to complete the investigation. The pump passed a 24 hour duration test with no power interruptions being duplicated with the new test cap. There was no evidence of internal moisture or damage to the power circuit was found. Unrelated to the allegation of a power issue, the display screen had a pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.